Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose while using the ilet and believed dosing was insufficient, with a peak reading of 252 mg/dl and glucose remaining above target for a period, leading the user to disconnect from the ilet and initiate backup therapy. Symptoms included hyperglycemia without ketone testing, medical intervention, or acute complications. Outcomes included user inconvenience and temporary discontinuation of ilet therapy. Investigation included troubleshooting and education with the user. Investigation of this case revealed no alarms or alerts and no confirmed device malfunction, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable.